Manufacturer narrative:
Correction: b5-describe event or problem; h6-device codes. The additional information received clarifies that there was no apparent device malfunction but that the observed clinical symptoms were a result of patient condition while the device operated as programmed.

Event description:
It was reported that during a clinic visit the patient with this pacemaker reported experiencing dizziness and lightheadedness symptoms. The health care professional (hcp) called technical services (ts) and requested review of the pacemaker stored data. The hcp noted that with the rhythmiq feature, the pacemaker appeared to undersense right ventricular (rv) beats. Upon review, the presenting electrogram (egm) showed all intrinsic conduction with a single premature atrial contraction (pac) beat. The pac appeared to not conduct through the atrioventricular node which leads to the device to atrial pace. The presenting egm showed that the device appeared to be operating as programmed. Ts discussed programming optimization options. No adverse patient effects were reported. The device remains in service. Additional information was received that clarified that there was no undersensing on the right ventricular (rv) channel, however the observed dropped beat appeared to have been due to a notable delay in timing between patient intrinsic rhythm and the programmed av node conduction. The change in patient condition and the current device rhythmiq programming may have led to the patient feeling symptomatic. The hcp reprogrammed and optimized the device settings. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit the patient with this pacemaker reported experiencing dizziness and lightheadedness symptoms. The health care professional (hcp) called technical services (ts) and requested review of the pacemaker stored data. The hcp noted that with the rhythmiq feature, the pacemaker appeared to undersense right ventricular (rv) beats. Upon review, the presenting electrogram (egm) showed all intrinsic conduction with a single premature atrial contraction (pac) beat. The pac appeared to not conduct through the atrioventricular node which leads to the device to atrial pace. The presenting egm showed that the device appeared to be operating as programmed. Ts discussed programming optimization options. No adverse patient effects were reported. The device remains in service.